Event description:
It was determined that the device generated a burning smell but there were no flames. No pt injury was reported.

Manufacturer narrative:
The device was returned to terumo for investigation. It was found that the water pump failed causing an error. The unit was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.